Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that they have a problem with the battery: it does not charge well. They said they needed a new one. No further information was provided. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Note that the codes have been updated to reflect the new information. Also include the following statement: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the issue first started about 2-3 weeks ago. It was clarified it was the external recharger that sometimes would charge and sometimes not. The cause was unknown, and the issue had not been resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.